Event description:
It was reported that a smiths medical hotline gas vent was leaking IV fluid from vent. This occured with three different devices, three different patients today. No patient harm or intervention.